Event description:
Allergan aesthetics received a report of a patient who was treated with coolsmooth pro applicator to bilateral flanks and may have developed paradoxical hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated flanks on (B)(6) 2021 and (B)(6) 2021 with coolsculpting coolsmoothpro developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2021 by medical doctor.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00181-00.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.